Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The gas proportioning system was replaced, and the unit was returned to service. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported gas proportioning system was able to provide a hypoxic mix of gases. There was no report of patient involvement.